Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed and top cover was cracked while front/bottom enclosure was damaged. The front enclosure was missing screws and battery lock clip was missing. Autopulse 1.5 is a reusable device and was manufactured in (B)(6) 2009. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and no problems were found in the archive file. Unrelated to the reported complaint, user advisory (ua) code 27 (encoder fault) was observed during functional testing. Therefore it was not possible to perform further testing. In summary the customer's reported complaint was confirmed. The exact root cause for the reported complaint is related to normal wear and tear for the life of the device. The root cause for the observed ua 27 is defective component. Once the device was repaired, it passed all the functional testing.

Event description:
It was reported that autopulse unit has a broken handle and it is missing screws on the casing. During evauation at zoll, unrelated to the reported complaint, user advisory (ua) code 27 (encoder fault) was observed during functional testing.